Manufacturer narrative:
Eosinophilic esophagitis after radiofrequency ablation of barrett¿s esophagus in a 41-year-old man., anna mokrowiecka, agata wróbel, adam fabisiak, jakub czerwinski, marcin braun, ewa malecka-wojciesko, am j case rep, 2025; 26: e949169, doi: 10.12659/ajcr.949169, published: 2025.10.06. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported on a literature that a single case study described a 41-year-old man with chronic gerd (gastroesophageal reflux disease) and an atypical presentation of eosinophilic esophagitis (eoe) over 10 years after a successful radiofrequency ablation (rfa) of barrett¿s esophagus (be). In 2013, the patient underwent ablation for dysplastic be using the ablation system. Surveillance endoscopies shortly after the procedure showed no signs of be recurrence; however, in 2024 the patient had some discrete dysphagia with abnormal findings upon gastroscopy including exudate, edema, and a single erosion. An additional gastroscopy with biopsies confirmed an eoe diagnosis following rfa. No treatment was documented, and in this case, they were unable to exclude this diagnosis prior to undergoing the initial ablation procedure.